Manufacturer narrative:
A ge service representative performed an onsite investigation. The 12vdc monitor power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported functionality was lost from both monitors. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.